Event description:
Info rec'd indicates the brake will not hold. The casters continue to swivel when in brake.

Manufacturer narrative:
The tech replaced the four casters and the brake/steer linkage to repair the stretcher.